Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. A replacement pump was sent to resolve the issue. Additionally, it was reported that the tandem-provided usb charging cable became frayed. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable. Customer¿s blood glucose level was 174 - 210 mg/dl.